Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test her blood glucose because her freestyle lite meter does not start after blood sample was applied. Customer reported experiencing symptoms of weakness, dizziness and loss of consciousness and drinking juice to counteract her symptoms. There is no report of third party medical intervention, death on mistreatment associated with this event.